Event description:
On (B)(6) 2014, the reporter contacted animas, alleging that the ok button on the keypad was under responsive to button presses. The reporter confirmed that there was no known damage to the keypad. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 01/23/2015. Device evaluation: the device has been returned and evaluated by product analysis on 01/09/2015 with the following findings:the keypad was observed to be intact. The keypad buttons were tested and the buttons were found to be responding appropriately to button presses. The keypad was removed and no contamination was observed under the button contacts. Unrelated to the complaint, the display screen was observed to be dim and discolored with reddish coloration.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.